Event description:
On (B)(6) 2013, the reporter contacted animas alleging that on (B)(6) 2013 the patient was in the hospital for high blood glucose (bg) with nausea, vomiting, and ketones. The reporter stated that the patient is refusing to wear the pump and has resume insulin injections. The patient reportedly has had many issues with the pump and has lost faith in the current pump. The reporter did not specify any bg values or treatment. The reporter also did not specify what issues the patient was having with the pump. It is unclear at this time if the patient was still on insulin pump therapy or not at the time of the reported bg excursion. The pump was replaced at the patient's request. This complaint is being reported because the patient allegedly experienced hyperglycemia requiring medical intervention and due to the allegation of a non-specific pump malfunction. It is unclear at this time if the pump was a cause or contributor in the reported incident.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results no defect was found. Unable to duplicate the complaint during the investigation process. A (B)(4) flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. The alarm history shows typical usage alarms and warnings. At the same time a ¿replace cartridge¿ alarm was recorded. The next ¿prime¿ recorded was on (B)(6) 2013 at 10:35. The tdd¿s for (B)(6) 2013 appear to be low, the black box for this date has been overwritten. The tdd for the day before, (B)(6) 2013, was recorded at 23:06. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.